Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient stated there was a wire that was interrupted and had a blood infection. It was unknown if infection was device related. No further action at this time.